Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer allege insulin pump was over delivering insulin. The customer experienced low blood glucose level of 89 mg/dl and treated low with glucose tablet. The customer also experienced symptoms such as shaking, sweating. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis. Unomed inf set, ozp-mmt-7020- snsr.